Event description:
It was reported that an asymptomatic patient presented in clinic for follow up when post-paced t wave oversensing was observed. The device was reprogrammed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received notes that further episodes of non-sustained lead noise due to post-paced t-wave oversensing were still observed. The device was reprogrammed.